Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump alarmed external ram crc error and unexpected restart for the 4th time. The blood glucose value is 147 mg/dl at the time of incident. Defect pump will be returned for analysis and will be replaced after troubleshooting.

Manufacturer narrative:
Pump passed displacement test, selftest and unexpected restart error test. No unexpected restart error alarm or external ram crc error alarm during test. Unit received with cracked battery tube threads and cracked reservoir tube lip.